Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was oversensing which was possibly causing the patient to have recurrent syncope episodes. There is no mention of intervention.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection.in the course of the analysis, cuts in the insulation were noted approximately 8.5 cm distal to the is-1 connector pin which most likely occurred during the explant procedure.no further deviations were noted, which can be considered to be the root cause of the clinical observation.the analysis did not reveal any sign of a material or manufacturing problem.